Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength = 275 ¿g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic hernia surgery procedure on an unknown date and suture was used. When the suture was inserted into the body through the port, it was confirmed through the camera that the suture had been frayed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 4/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned product revealed that a paper lid, a winding former with a partially dispensed suture, and a needle-suture piece sample product code vcp305h were received for evaluation. Upon visual inspection of the suture piece the end was noted cut, in the needle-suture piece the swage and attachment area was noted to be as expected, the suture was to be damaged at the surface, in addition, the end was observed to broken possibly from a surgical instrument. The product code vcp305h contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and a functional test cannot be performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.